Event description:
I recently had an eye exam and re upped my contact lens prescription. I've worn this particular lens for a number of years, I know them well. The latest batch of lens has a problem and I believe the problem is with the contact solution the new lenses are packaged with. Brand new the lenses come out of the package tightly wrapped up on its self. The first one I literally could not get to open up, with the second lens I observed the same condition. This lens I finally opened up and it had a huge line in it where it was folded up on its self. When I placed these damaged lens in my contact solution they released and opened up. I question if the factory contact solution is safe and would like to have the unopened lens tested to see if the solution is safe. The third pair of lenses opened up easier so I put them in but they seemed to bother my eyes considering they were brand new, this should not happen. The lens in question are bausch and lomb soflens 38. I understand these lens are going to be phased out. There have been no tests done at this point. Reference reports: mw5148657, mw5148659.